Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient died 22 days following the implant of this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and left ventricular (lv) lead and 4 years following the implant of this right ventricular (rv) lead. It was reported that death was cardiac in nature and related to the device. A specific cause of death was not reported. It was noted that the patient had a history of dilated cardiomyopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: product ID: 694758, implantable tachy lead, implanted: (B)(6) 2009. Product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2013. Product ID: 429688, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.